Event description:
It was reported from (B)(6) that this (B)(6) male patient presented with blood in the stool, gastrointestinal (gi) bleeding and anemia. The patient was given a blood transfusion and the anticoagulation therapy was changed. The treating facility stated that the patient probably had an unknown angiodysplasia that bled once anticoagulation with coumadin and aspirin was started. The facility withdrew coumadin and replaced it with enoxaparine sodium and aspirin. The bleeding was no longer observed after the change in anticoagulation therapy.

Manufacturer narrative:
This updates does not impact the result of the investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that the patient was recently diagnosed with gi bleeding. The pump was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Gastrointestinal (gi) bleeding and arterial-venous (av) malformations are known potential clinical adverse events associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events related to gi bleeding and av malformations are multifactorial and are thought to be partially related to continuous, non-pulsatile flow, and age; anticoagulant therapy increases the risk of developing gi bleeds or av malformations. The root cause of the reported gi bleeding cannot be conclusively determined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the IFU: adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and worsening heart failure heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Device remains implanted.